Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-sep-2020. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic discomfort ('discomfort') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic discomfort outcome was unknown. The reporter provided no causality assessment for pelvic discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic discomfort ('discomfort') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic discomfort outcome was unknown. The reporter provided no causality assessment for pelvic discomfort with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.